Event description:
It was reported that during a carotid stenting treatment procedure, foreign material was noted. The target lesion was located in the moderately tortuous and non-calcified carotid artery. This 3.5-5.5 190cm filterwire ez embolic protection system was used during deployment of a stent. After the stenting was completed, the physician checked the filter for debris. No debris was noted in the filter; however, nylon string like foreign material was noted on the device near the filter. The procedure was successfully completed. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a carotid stenting treatment procedure, foreign material was noted. The target lesion was located in the moderately tortuous and non-calcified carotid artery. This 3.5-5.5 190cm filterwire ez embolic protection system was used during deployment of a stent. After the stenting was completed, the physician checked the filter for debris. No debris was noted in the filter; however, nylon string like foreign material was noted on the device near the filter. The procedure was successfully completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a portion of the distal tip of the protection wire was returned inside a small container. The delivery sheath and the retrieval sheath were not returned. The returned portion of the distal tip of the protection wire measured 14.5cm. The radiopaque distal tip of the protection wire was found curved, wavy, and had been stretched approximately 1cm on its proximal portion. There was no blood, but a clear liquid (likely water and/or saline) inside the filter bag and in the container. On the lid of the container tiny yellow debris was found, this appeared to be plaque. No white string or foreign material was found on the distal end. Nothing foreign or abnormal was attached to the device. There was also no white string or foreign material inside the filter bag. The filter bag was observed to be in good condition and met specification. During the visual and microscopic examination of the returned portion, all the components were present and no part of the device was found detached or missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).